Event description:
On (B)(6) 2013, pt reported the infusion tube broke off at the luer lock connection. She reported there were no leaks in the system; however, her blood glucose elevated to 400 mg/dl and she became thirsty and sleepy. She replaced the infusion tube and bolused to resolve the issue. Her blood glucose had returned to normal range (near 140 mg/dl) at the time of the troubleshooting call. She was unable to provide the lot number and expiration date of the infusion set. She did not require treatment from a health care professional or second party to address the issue. The infusion set was replaced and requested for eval.

Manufacturer narrative:
Conclusion the complaint cannot be verified due to mishandling of the product by the customer. Result the responsible quality department has performed an investigation in attempt to identify any malfunctions related to crack tubing. A visual inspection and a test for flow and leak were performed on the returned used device. The tubing was split from the luer lock reservoir connector also the tubing was leaking. The lot number is unknown, so the investigation on the retain sample is impossible. The manufacturer tests the products during production for leaks and flow. There is no indication that a nonspecific product has been delivered to any customer. The problem mentioned by the customer is related to mishandling of the product by the customer.